Manufacturer narrative:
Based on the suppliers results of investigation the device history record could not be reviewed as a lot number was not provided. There have been no design changes on the seat material. All rollators went through static loading testing iso 11199-1 standard before shipping and no seat collapse defect was recorded. As a sample was not returned for further investigation at the time of this report a root cause could not be determined. There is no additional action taken at this time, but we will continue to monitor the trend of this type of incident. A follow up report will be filed after the sample is received and evaluated.

Event description:
According to the pharmacy who distributed the rollator to the end user patient, they reported that the end user patient sat down on the rollator and the seat reportedly collapsed.

Manufacturer narrative:
Actual device involved in the reported incident was received for investigation. The device history record for the rollator however; could not be reviewed as the serial number on the label of the returned device was unclear. There have been no design changes on the seat material and before shipment of all zchkd rollators' a static load test (iso 11199-2 standard) is conducted and all passed the testing.  Evaluation of the returned device showed that the right rear frame was broken near the seat tubing, but not at the welding position. The broken tubing was inspected and it was confirmed that the tubing thickness and hardness meet the specification requirements. The tubing thickness specification is 1.4mm +/- 0.1 and actual tested result is 1.39mm. The tubing hardness specification is 14-15 degrees and the actual device tested was at 15 degrees.  Based on the investigation results, a root cause for the reported issue could not be determined.  No additional action will be taken at this time.  We will continue to monitor for this type of incident.